Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer's blood glucose (bg) level was elevated to 404 (mg/dl). A manual injection was administered to address bg level. The customer believes the pump is not delivering insulin. Reportedly, the customer disconnected from the pump and delivered a bolus however, no insulin was seen exiting the tubing. The customer changed out the tubing and cartridge however was still unable to see insulin exiting the tubing. The customer declined further troubleshooting or follow up by tandem technical support.